Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting, noting that the green leds for the m cabinet's ny7 and ny9 pcbs were inactive. Upon troubleshooting actions, fse identified that both the ny7 and ny9 dual switch modules were broken. The defective ny7 and ny9 dual switch modules were returned for analysis, which revealed burn or heat spots, a defective fuse, and a blown mov. Fse replaced both dual switch modules. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the equipment did not start up. The system was outside of clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.